Event description:
This problem can only be seen when using the multi planar reformat (mpr) software tool in combination with a display of which the height is larger then the width. This is typically the case when the mpr tool is used on a portrait monitor. When a measurement or annotation is placed at an mpr image and the mpr image with the measurement is stored, it is displayed at the wrong position after displaying the image again. The displacement of the measurement is not random, but always to the right down side over a fixed distance. The actual measurement value is not affected. No death, injury or deterioration in health occurred, as there has been no safety events.